Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 420 mg/dl and 470 mg/dl. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with syringe. Customer reported they had not contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose event. Customer stated that insulin pump did not allege under delivery. Drive support cap was normal. The insulin pump will not be returned for analysis.